Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the guide wire broke upon removal of from the catheter was confirmed. The customer returned one guide wire. No catheter was returned. Visual examination revealed the guide wire has multiple kinks near the distal end and is separated at the proximal end. The proximal weld and some amount of coil wire was not returned to the complaint lab for evaluation; however, information and a photo was provided showing that the separated proximal piece was removed from the patient and was submitted to (B)(4). The kinks were observed at 9.5, 11.0, 12.0 and 14.0 cm from the distal weld. A manual tug test confirmed that the distal weld was intact. Microscopic examination confirmed the kinks and that the proximal weld was not attached to the broken end of the coil wire. A slight discoloration was observed at the broken end of the core wire and the distal weld appears full and spherical. The guide wire measured 60.0cm (ruler: ga-ln 0560-001) which meets the length specifications of 59.6 - 60.4 cm per gu ide wire graphic and indicates that the core wire broke adjacent to the proximal weld. The diameter of the guide wire. Other remarks: measured 0.805 mm, which is also within the specification of 0.788 - 0.826 mm per guide wire graphic. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions state that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed with no relevant findings. No manufacturing defects were found during this investigation. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for guide wire separated was confirmed. The customer returned one guide wire. No catheter was returned. Visual examination revealed the guide wire had multiple kinks near the distal end and is separated from the proximal end. The proximal weld is missing and was not returned. The kinks were observed at 9.5, 11.0, 12.0 and 14.0 cm from the distal weld. A manual tug test confirmed that the distal weld was intact. Microscopic examination confirmed the kinks and that the proximal weld was missing from the end of the coil wire. A slight discoloration was observed at the broken end of the core wire and the distal weld appears full and spherical. The guide wire measured 60.0cm which meets the length specifications of 59.6 - 60.4 cm per graphic. The diameter of the guide wire measured 0.805 mm, which is also within the specification of 0.788 - 0.826 mm per graphic. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions state that if resistance other remarks: is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review did not reveal manufacturing related issues. The potential cause of guide wire separating during removal could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU when removing the guide wire from the catheter, the guide wire broke off and the core of the wire was sticking out. The catheter was already inserted and the therapy was complete, therefore the catheter and the guide wire were not replaced. There was no reported delay, death, or complications to the patient.